Event description:
Post-op x-rays taken (B)(6) 2015 revealed the arsenal set screw located at the l4 vertebrae had become loose and allowed the rod to be slightly elevated. Revision surgery was conducted on (B)(6) 2015 to remove and replace the back-out set screw. The arsenal spinal fixation system was originally implanted on (B)(6) 2015.

Manufacturer narrative:
An evaluation of the suspect device found the implant was properly manufactured and released to design specifications. No irregularities have been identified. Inspection of the torque handle utilized during the original surgery ((B)(6) 2015) found that the instrument did not have a negative effect on the final tightening of the set screw. Root cause cannot be determined. The reported event could not be duplicated. The arsenal spinal fixation system is intended for posterior, non-cervical, spinal fixation as an adjunct to fusion for the treatment of degenerative disease, deformity, and trauma indications. The arsenal system consists of a variety of shapes and sizes of rods, screws, and connectors that provide temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The screws and connectors are manufactured from surgical grade titanium alloy (ti-6al-4v eli). The rods are available in commercially pure titanium, titanium alloy, and cobalt chrome (cp ti grade 4, ti-6al-4v eli, and co-28cr-6mo).